Event description:
The pt's implantable neurostimulator (ins) was turning off. She would go to bed with her ins turned on and it would be turned off in the morning. The pt noted that this would happen randomly at other times as well. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).